Event description:
Related to MFR report # 2183959-2011-00355 and 00356. It was reported that a perigee mesh device was implanted to treat for "pelvic organ prolapse," and has allegedly caused the pt, "severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.